Event description:
Same case as 2134265-2009-06934 ;-06932 ;-06936. It was reported that post a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion being treated was located in the left anterior descending (lad) and 1st diagonal. During the index procedure, the physician implanted a 2.75x38mm taxus liberte stent in the lad. Three unspecified taxus stents sizes 2.25x12mm, 2.25x8mm and 2.25x8mm were implanted in the proximal to distal 1st diagonal in a t-stent fashion with the lad stent. Seven days later, the patient presented with an acute anterior and anterolateral st elevation myocardial infarction and acute stent thrombosis. The physician performed an intervention using a 3.0x50mm non bsc balloon inflated multiple times to 6 to 8 atms throughout the stented lad segment. Timi 3 flow was restored to the lad segment. Subsequent balloon inflations using a 3.0x50mm non bsc balloon at 16 atms for 10 to 12 seconds were performed throughout the stented segment. The diagonal vessel could not be crossed. The procedure was completed and the patient's condition listed as "stable."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.